Event description:
It was reported that impedances >10000 ohms were recorded during a battery replacement. The impedances were still over 10,000 for all electrodes with the stylette from the quad revision kit. The lead was reconnected to the extension and the incision closed. The battery was not replaced. The pt was scheduled to see a neurosurgeon to consult for a surgical lead. Additional info has been requested, but was not available as of the date of this report.